Manufacturer narrative:
Additional information was added to h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap for peritoneal dialysis (pd) was cracked. The cracked was discovered when the minicap was placed on the patient¿s transfer set and iodine solution was observed leaking from the crack. There was no patient injury or medical intervention associated with this event. No additional information is available.